Manufacturer narrative:
This is the first of the two medwatches submitted for this event. The device was used on two patients with the clip in the device undiscovered during reprocessing. Due diligence has been executed for this event. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer reported that all cleaning steps were done correctly. The cleaning brush was put through the instrument channel as it is supposed to and the brush passed in the instrument channel without meeting any resistance; it bypassed the clip lodged therein. An in-servicing visit on scope reprocessing for the entire staff had taken place less than a month before the event. Customer did not report any harm for any patient.

Event description:
As reported for this event, the device was used in an unknown procedure for a patient. There was nothing untoward that happened during the procedure. However, the same device was used in another patient and a clip, purported to have fallen in still another patient and assumed to have safely passed through the gastric canal (as the clip is designed to do), fell into this patient. There is no reported adverse impact to any patient. The device was reprocessed each time for procedures of both patients per the steps supposed to be followed, but the clip was in the instrument channel of the device undetected through the reprocessing.

Manufacturer narrative:
Additional information has been received for this event. User has submitted medwatch report# 2600470000-2020-8009 to the FDA. This supplemental report is being submitted to provide this information. Please see the updates in sections: e4, g4, g7, h2, and h10. There is an associated device involved in this event which is captured in 8010047-2020 -07147. The age and sex of the two patients in whose procedure the device was used with the clip in it is given. However, it cannot be conclusively determined which patient is associated with which event. All other information has been provided initially and reported upon as required. A supplemental report will be submitted with the patient details: two male patients, one 63 years old and the other 21 years old. No harm was caused to the patient was confirmed again. The patients were informed of the event.

Manufacturer narrative:
Additional information has been received for this event. Also, the device has not been returned, as such, an actual device evaluation cannot be done. Device evaluation is performed by historical data and communication. This supplemental report is being submitted to provide this information. The patient's pre-existing conditions of the patient prior to the procedure are unknown the patient did not require testing for cross contamination. The patient was not placed on prophylactics. No medical or surgical intervention was required. The procedure being performed was a colonoscopy, which was therapeutic. The procedure was able to be completed. During the procedure there was a delay in polyps coming through the channel but eventually all polyps were received in the trap. The scope was inspected prior to use. No damage or abnormalities were observed. A 10mm thin snare manufactured by boston scientific was used in conjunction. Scopes are reprocessed manually and using the automatic reprocessor: bedside cleaning per olympus guidelines then automatic reprocessing per asp(evotech) guidelines. Reprocessing is done after each use. A leak test is performed after each use. There was flushing of air into the channel of the endoscope after reprocessing. Pre-cleaning is performed immediately after a procedure as beside cleaning per olympus guidelines. The endoscope channel being brushed during manual cleaning using a single use brush, boston scientific model sbd-289. Asp-cidex, asp-cidezyme, medline-70% isopropyl alcohol, steris prolystica enzymatic cleaner are used in reprocessing. Scopes are stored in a storage closet. Last reprocessing in-service visit by an olympus ess was on (B)(6) 2020, and another ess in-service was declined by the customer. Device is in use and will not be returned for evaluation. The device history record review confirmed that device conformed to specifications at the time of shipping. The as reported event is insufficiently reprocessed device, due to a clip remained in biopsy channel; device was used on procedures. The nurse manager declined in-servicing by ess. The nurse manager reported that the issue at hand had nothing to do with following the correct reprocessing steps and a cleaning brush was put through the instrument channel as it is suppose to and the brush passed by the clip lodged in the instrument channel without meeting any resistance. Probable cause for the event: the clip was stuck in biopsy channel (including k-mount) for clip jaw was open while retrieving the clip. It was not discharged by brushing. ·the clip was not discharged from biopsy channel (including k-mount) by some brushing problem. The clip was boston scientific resolution 360 clip m00521230. The brushing method and/or retrieving method of sucked clip may have had some problem, which failed to discharge the clip from biopsy channel. However, this cannot be conclusively determined.